Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, ref (B)(4), lot 8205793, exp (B)(6) 2021, 0.9% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the user drew blood from the maxzero connector, when flushing the line with saline, a leak was noted at the side of the connector .it was reported that the patient received a secondary chemotherapy infusion on the previous day. There was no report of patient harm.

Manufacturer narrative:
Remove primary and secondary tubing in previous report. The customer¿s report of a leak at the maxzero connector was confirmed. Visual inspection showed a vertical crack at the top of the maxzero female luer, extending ~5.0 mm from the female luer surface of the connector in the direction of fluid flow. Functional testing identified a leak at the same location. The root cause of the crack was not identified.

Event description:
It was reported that while flushing the tubing with saline after a lab draw through a maxzero connector, a leak was noted at the side of the connector. It was reported that the patient had received a secondary chemotherapy infusion the previous day using the same connector without incident. There was no report of patient harm.